Event description:
The customer reported via phone call that the insulin pump alarmed a software error after the device had been out of use for years. The customer stated that, after the insulin pump had been stored for a while, he inserted a new battery, leading up to the alarm. He stated that the device was stuck in a loop. He cleared the alarm, the insulin pump reinitialized, and then the alarm recurred. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.